Event description:
It was reported that the patient presented in clinic for a follow up. An x-ray confirmed dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.